Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 at 8:00pm, the patient reported testing her blood glucose on her lfs meter and obtained a result of "434mg/dl," the patient then tested on her onetouch ultra2 back up meter obtained a result of "331 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reportedly that she normally tests 6 times a day, and her typical readings are in the "300's mg/dl" the patient reported using novolog insulin pump therapy to manage her diabetes and adjusts according to carbohydrate intake as well as meter readings. Reportedly, in response to the high blood glucose reading of "434 mg/dl", the patient self administered an increased dose of 7.4 units of novolog insulin on (B)(6) 2012 at 8pm. The patient reported that she did not develop symptoms on (B)(6) 2012, and she usually only develops symptoms suggestive of hypoglycemia, not hyperglycemia. However, on (B)(6) 2012 at 12pm, the patient reported that her son and aunt found her unresponsive and checked her blood glucose with an ot ultra2 back up meter, and obtained a result of "42 mg/dl." The patient reported that they administered "fruitopia" until her blood glucose came up, and she was feeling better around 2pm. The patient could not recall any additional readings taken after she became responsive. The patient stated she was not seen by emergency medical services (ems) as documented by the cca. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the blood sample. However the cca documented that the patient's testing steps were incorrect, and her meter was incorrectly coded. Replacement products were sent to the patient. This complaint is being reported because, the patient tested on her lfs meter and obtained an alleged inaccurately high result, treated herself with insulin, and developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.